Event description:
Ambulance personnel were attending to a pt, condition unknown. The pt was being monitored using a defibrillation/ECG adapter, in the paddles monitoring mode and allegedly the device displayed excessive artifact. The pt was switched to leads monitoring and treatment continued.